Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 270 mg/dl compared to a reading of 240 mg/dl obtained on a competitor brand device. Customer went to sleep and at 4:45am, his significant other noticed he was unconscious and seizing so emergency personnel were called. Customer was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous dextrose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 270 mg/dl compared to a reading of 240 mg/dl obtained on a competitor brand device. Customer went to sleep and at 4:45am, his significant other noticed he was unconscious and seizing so emergency personnel were called. Customer was seen at a hospital where he was diagnosed with hypoglycemia and treated with intravenous dextrose. There was no report of death or permanent impairment associated with this event.